Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexplained no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer did not want assistance from the help line. The product was not returned for analysis. Frn-reservoir unknown.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No excessive no delivery alarm noted during the testing.